Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. This device was explanted due to premature battery depletion. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Event description:
Boston scientific received information that during a routine device check, this device displayed a battery longevity of ten months until explant. Technical services was consulted and recommended to perform a device memory save to disk for engineering evaluation. The sales representative was to discuss next steps with the patient's physician. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.